Event description:
It was reported that the implantable cardiac monitor (icm) created false tachycardia episodes and was recording noise due to oversensing. The device is still in use. No patient complications have been reported as a result of this event.